Event description:
Boston scientific crm received information indicating that this cardiac resynchronization therapy defibrillator (crt-d), which is included in the mid-life display of replacement indicator advisory, triggered elective replacement indicator (eri) due to charge time measurements of 28.2 seconds and monitoring voltage of 2.54 volts. Technical services (ts) indicate that the next capacitor reformation could force the device to end of life (eol) which should occur in the next few days. Ts discussed that, once the device triggered eol, the device has only maximum energy shocks and no anti-tachycardia pacing (atp). No adverse patient effects were reported. Additional information indicated that the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.